Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier alert for capacitor time limit being reached. Patient noted a loud pop prior to the patient notifier vibration. Capacitor maintenance was performed and one out of range charge time was recorded. The device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of extended charge time was confirmed in the laboratory. The hv capacitors were sent to the manufacturing site for further evaluation and internal damage to one of the hv capacitors was found. The root cause of the extended charge time was internal damage to one of the hv capacitors.